Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse guided the customer through resetting the patient parameters and alarms. The customer successfully reset the alarm and the issue was resolved. The cooling fan speed was 4,300 rpms. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device logged an error 1125 (cooling fan speed error) that the customer could not reset. There was no patient involvement.